Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit was not turning on at all. The customer tried changing the power outlet, but the device still did not show any signs of power. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was bringing down the entire station. A field service engineer (fse) using multi meter verified both drawer controller boards were bad, both readings were 2 ohms. Further the fse replaced both drawer boards to resolve the issue and checked pyibus module controller. The system functioned as intended after the field service engineer repaired the device.